Event description:
A report was received that the patient had to frequently charge the ipg as it would not hold a charge. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement has been recommended.

Event description:
A report was received that the patient had to frequently charge the ipg as it would not hold a charge. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement has been recommended.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and was doing well following the procedure. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficultly charging was confirmed. Sleep current was out of the expected range. Depletion rate was higher than expected. It was determined this slightly higher than normal current drain was from the analog/digital integrated circuit section of the ipg electronics. It could not be determined conclusively, which integrated circuit is the root cause of the failure as both components are covered in epoxy which makes test points inaccessible, and troubleshooting to specific component level is not possible. The ipg passed all other functional tests.